Event description:
The customer contacted stryker to report that their device failed to respond when the analyze button was pushed. In this state the device may not be able to deliver defibrillation therapy if needed. The device was restarted and functioned as expected. This issue is patient related; however the customer confirmed no adverse event occurred.

Manufacturer narrative:
Stryker evaluated the customer's device and was not able to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.